Event description:
Customer uses the unit every day for about 15 minutes only to check his mail box. Customer charges only when it goes into the red zone. Customer was on the way to go check his mail, and the solid front tire piece fell off and then 1/3 of the tire came apart. The customer was on a flat surface sidewalk at the time of using it. These are the original tires that were on the unit. The customer fell out of the unit and this caused his 3 front teeth to fall out. Customer had to have his teeth redone. Customer is only requesting a replacement tire to be sent. Service record indicates no previous orders for tires, only for a new battery pack in 2010 & again in 2012 for another battery pack.

Manufacturer narrative:
We concluded this case as a user excessive misuse based on the analysis below: the caster was the original one which installed to the unit in 2008. The caster had been in use for 7 years and the material had deteriorated and worn out and should not be used. The user did not perform a regular maintenance on the scooter. The photo of the unusable caster is attached. As a courtesy, we will replace the caster for the customer & advise that the scooter has to be completely checked before use again.